Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was reportedly high based on a glucometer reading (bg value not provided) and was addressed via a manual injection. System check with tandem technical support could not identify a source of the blockage; however, the customer declined to complete troubleshooting. And continued to use the pump for insulin therapy.